Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured (B)(6) 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the rate adjustment tool on the fourth day of treatment, leading to solution coming into contact with the patient's skin. This occurred during infusion. The device was filled with 4.5 g of fluorouracil dissolved in normal saline to a total fill volume of 288 ml. The flow rate was 3ml/hr and therapy was for 4 days. There was 40 ml remaining in the device at the time of the leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The leaking chemotherapeutic drug also came in contact with the hospital staff. No medical implications were reported for the hospital staff that came in contact with the leaking drug. Should additional relevant information become available, a supplemental report will be submitted.